Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 15-nov-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2001. The consumer reported that from a small child she have had a severe nickel allergy. Over the next 18 month post essure insertion, her period became heavier and heavier until she could no longer leave the house at that time of the month. In 2003 her doctor removed her uterus which contained early stage adenomyosis and partial remains of the coils. She was chronically fatigued for months. She stated that at the time of the reporting she was chronically ill as she had severe allergic reaction type of a rash all over body, depression, anxiety, bone and joint pain all through body, twitching legs, swollen ankles, blurred vision, lower back pain and swelling, ovarian pain when standing from the sitting position, severely bloated tummy, vaginal pain, migraines, and prickling sensation all over body. In 2010 she had a complete nervous breakdown and spent 6 weeks in a psychiatric hospital. Since that time she had to live in a disability pension. The consumer was never told to check after 3 months if the coils were in the right position. She scheduled an appointment with her general practitioner to get referral for a pelvic x-ray to pinpoint where the leftovers of the coils were and will have her fallopian tubes removed. The consumer asked how her essure was implanted in 2001 when according to everything she had read, it did not hit the (B)(6) market until 2010. She stated she was going to take legal action as the wonderful health she once had was gone. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately two years later, she had her uterus removed and it contained early stage adenomyosis and partial remains of the coils. According to her, she has an appointment with her physician to discover where the leftovers of the coils were and will have her fallopian tubes removed. Additionally, 9 years after essure placement, she was hospitalized for 6 weeks due to nervous breakdown. All events are unlisted according to essure's reference safety information. Adenomyosis refers to a disorder in which ectopic endometrial tissue grows into the uterine musculature; its risk factors include: prior uterine surgery, middle age and childbirth. Symptoms of adenomyosis typically include menorrhagia. Hysterectomy is often used to treat this condition. In this particular case, consumer reported heavy periods after essure insertion and was submitted to a hysterectomy. According to her, partial remains of the coils were found in her uterus. Considering essure local action in fallopian tubes and given adenomyosis pathophysiology, causality with the suspect insert is considered unlikely. Regarding the reported device breakage (partial remains of the coils); it is unclear if essure broke as a consequence of the hysterectomy (performed preserving fallopian tubes) or if the device was already broken before this surgery. Therefore, causality with the suspect insert cannot be excluded. For consumer's nervous breakdown; given its nature and based on essure local action in fallopian tubes; causality is considered unlikely. Although consumer's adenomyosis was the likely medical reason for the performed hysterectomy; since it is unclear if the reported device breakage contributed to this intervention; this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 26-nov-2015 (B)(4). She stated that she became ill and spent 6 weeks in hospital; doctor just put it down to burnout depression and anxiety. Her doctor thought it was type 1 bipolar with bouts of serious and dangerous deep and major depression. Her symptoms were: chronic fatigue, depression and panic attacks, numb tingling hands and feet, constant swollen ankles for no apparent reason, huge bloated tummy, twitch in legs where they will suddenly jerk or jump, adenomyosis which caused her to have the hysterectomy in 2003, blurred vision, walk into walls often, memory loss, zero libido, nauseous every day, aching bones and body and joint pain constantly and often sharp stabbing pains in groin area upon standing from a chair. She stated that she is schedule for CT scan of the pelvis with contrast dye to pinpoint just where the remains of these broken coils and pet fibers are. Product technical complaint (ptc) investigation result received on 15-dec-2015 (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-dec-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately two years later, she had her uterus removed and it contained early stage adenomyosis and partial remains of the coils. According to her, she has an appointment with her physician to discover where the leftovers of the coils were (broken coils and pet fibers) and will have her fallopian tubes removed. Additionally, 9 years after essure placement, she was hospitalized for 6 weeks due to nervous breakdown (her doctor thought it was type 1 bipolar with bouts of major depression). All events are unlisted according to essure's reference safety information, except for the reported device breakage, which is anticipated according to the technical analysis. Adenomyosis refers to a disorder in which ectopic endometrial tissue grows into the uterine musculature; its risk factors include: prior uterine surgery, middle age and childbirth. Symptoms of adenomyosis typically include menorrhagia. Hysterectomy is often used to treat this condition. In this particular case, consumer reported heavy periods after essure insertion and was submitted to a hysterectomy. According to her, partial remains of the coils were found in her uterus. Considering essure local action in fallopian tubes and given adenomyosis pathophysiology, causality with the suspect insert is considered unlikely. Regarding the reported device breakage (partial remains of the coils); it is unclear if essure broke as a consequence of the hysterectomy (performed preserving fallopian tubes) or if the device was already broken before this surgery. Therefore, causality with the suspect insert cannot be excluded. For the remaining events; given their nature and based on essure local action in fallopian tubes; causality is considered unlikely. Although consumer's adenomyosis was the medical reason for the performed hysterectomy; since it is unclear if the reported device breakage contributed to this intervention and as consumer mentioned a salpingectomy was planned; this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed.